Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the lead dislodgement was not confirmed as the tissue helix physically appeared to be normal. The lead passed electrical testing. Bent in lead tip most likely due to induced explant.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to dislodgement. Additional information indicates that dislodgement was confirmed via x-ray and no capture in atrium noted. The lead was explanted and replaced. No additional adverse patient effects were reported.